Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to myopotential oversensing and changes in amplitude morphology measurements. The patient was reported to have received an inappropriate shock four years prior as well. Troubleshooting options were discussed with the field. The s-ICD remains in service and no adverse patient effects were reported.